Event description:
It was reported that during the implant procedure, the lead had high impedance and a problem with the helix. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The technician noted the helix did not extend due to driveshaft lug being stuck on the retraction stop.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.